Manufacturer narrative:
Alleged failure: stopped during procedure and then wouldn't come back on. There was a loss of insufflation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a worn foam cushion on the front panel causing phantom touches to occur on the display. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device stopped during procedure and would not come back on. There was a loss of insufflation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device stopped during procedure and would not come back on. There was a loss of insufflation.